Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: added: h5. Corrected: h6 (patient). Re-captured the codes in h6 (patient). No code available (3191) was used to capture hemarthrosis and serious injury.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected h6 patient code: no code available (3191) from the initial medwatch to capture patient harm serious injury.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for nonocclusive popliteal vein thrombosis and large post-op hematoma. Event is serious and is considered moderate. Event is not related to device and is possibly related to procedure. Date of implantation: unknown, date of event (onset): (B)(6) 2020, (left knee).